Event description:
It was reported that during laparoscopic cholecystectomy procedure, the clips were falling off the vessel, not forming correctly. Two different devices were used and the same thing occurred with both of the devices. A different device was used to complete the case. The devices were discarded.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation.